Event description:
Philips received a complaint on the heartstart xl+ indicating that the self-test failed. The customer working with the service engineer stated the self-test fails. The device needs to be evaluated by service. The customer refused to pay for any type of device repair. The device remains as-is at the customer site with no further actions.